Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer applied pressure to the pump and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was between 95 and 148 mg/dl. There was no patient involvement, as the customer is in training and the pump was not being used on a customer at the time of the reported event.